Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 12/12/2018. Additional evaluation summary: the actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The information for use states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens."

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what was done to treat the shard penetration? Treated as an exposure because the nurse had blood on her gloves at the time of the incident. Wound was cleaned and covered. Was medical or surgical intervention required? No stitches were required. Followed hospital guidelines for exposure to blood or bodily fluids. Was there any special diagnostic test performed? Yes, blood work done to make sure there was no exposure to blood borne pathogens. What is the status of the surgeon injury today? The wound is healing, not further issues reported. Blood work came back negative for any blood borne pathogens. What is the lot number? Do not have at this time. The defective product is being returned, hopefully the lot number can be retrieved from there.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. When the nurse was attempting to deploy the product and squeezed the ampule, a piece broke through the nurses glove and into the nurses hand. The nurses wound was cleaned and covered. The case was completed with another device of the same product code. There were no patient consequences reported. Blood work came back negative for any blood borne pathogens. The nurses wound is healing with no further issues reported. Additional information has been requested.